Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation is confirmed based on the customer-provided picture, which shows that the screw went through threads of the hole in the calcaneal fracture perimeter plate, large, right. The screw part number was not provided to verify if the size was correct. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
It was reported on 09/09/2022 by a sales representative via email that an unknown part number calcaneal perimeter plates locking screw went through the plate. This was discovered during a case with no patient harm. The surgeon mentioned this had happened a few months ago. Attempt was made to take the screw out and it wouldn¿t come out of the plate. Surgeon opted to keep it in the patient as it was not prominent and stable.